Event description:
Physician using endoscissor during laparoscopic cholecystectomy- connected to cautery at 20 cong. Arching noted during use at proximal end of scissor. On inspection burns to liver noted. Insulation on scissor did not go to end of instrument, resulting inexposed metal and wire.